Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and varying impedance. The patient has not followed through on two scheduled phone check ups. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Manufacturing date is not available. Products: 5554 implantable pacing lead 2003 (B)(6); (B)(4) aortic heart valve 2010 (B)(6). (B)(4).